Event description:
The customer reported that she was hospitalized for with blood glucose levels above 900 mg/dl. The customer experienced vomiting and diarrhea prior to the event. The customer didn't fell that the insulin pump was responsible for the hospitalization, and declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.